Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that no repair was needed. Multiple inventory attempts were performed by the pharmacy technician with no errors observed. The system functioned as intended when the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3 device was not detected on the bus.the customer tried to restore the failure, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.